Event description:
It was reported that when conducting the incoming inspection, the hospital found hairs in the catheter (5553200).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a foreign material is confirmed and was determined to be manufacturing related. One 12 fr niagara slim-cath acute dialysis catheter kit was returned for evaluation. An initial visual observation showed the kit was returned sealed. A hair was observed within the kit packaging near the bottom of the kit. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. The manufacturing site has provided awareness training for this issue to all personnel involved in this operation. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when conducting the incoming inspection, the hospital found hairs in the catheter (5553200).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.